Manufacturer narrative:
This form has been completed by the manufacturer.

Event description:
The tip of this vitrectomy cutter broke during surgery. The cutter was removed from the eye with no injury to the pt.